Event description:
The perfusionist came to nicu to place an infant on ECMO. Surgeons cannulated. Infant placed on pump and the membrane clotted after it was removed from the box. The perfusionist primed another pump and the second membrane clotted similarly. The perfusionist primed another pump and the membrane ruptured after it was placed on the pump, but before it could be placed on the infant. Perfusionist primed another pump and the membrane clotted. Perfusionist primed another pump and membrane was successfully hooked up to the patient.